Event description:
Vanco 750mg as ivpb was hung in central line. It was noticed 15 minutes later that the bag was dry. Pump was paused. Tubing was inspected and was connected properly and pump programed at appropriate rate. Second rn inspected tubing and area around ivs. It was determined that it must have gotten sucked into primary bag. Tubing was saved, and a new primary was hung and pharmacy was notified to administer repeat dose.